Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.